Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempted was made to use a protege rx self-expanding stent in a patient in the carotid artery ¿ common with moderate tortuosity and calcification and plaque with 80%. No abnormalities reported in relation to anatomy. A spider fx device was also used. Prepped as per IFU with no issues identified. It was reported that the stent had great resistance during delivery and could not be delivered to the lesion. After removal, a small part of the tip end was found in vitro to be dislodged, and then deployed outside the body. Stent was fully removed from the patient. No patient impact reported for this event

Manufacturer narrative:
Product analysis the device was received with the touhy-borst tight, and the gold inner guidewire lumen could be seen cut out from a portion of the device, no stent was returned with the device. The device was confirmed as 40mm, the outer blue sheath was examined, and a section of the sheath had been cut to reveal the gold inner lumen, which had been separated from the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.